Manufacturer narrative:
Testing and investigation found the device touchscreen did not respond when pressed. During a review of the device history touchscreen fail errors were noted. Further testing found corrosion on the touchscreen and front bezel. The probable cause, the touchscreen not responding was corrosion due to contamination from fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during prevention maintenance testing at the user facility, the device touchscreen did not respond. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional information was provided.